Event description:
The device was returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Because the explant date is not available, cannot determine if the wire bond lifts occurred before or after explant. Analysis of the memory dump revealed the device lead impedance measured opens on 16mar2010.